Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4). On 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('at device removal, the physician does not know where one of the devices is') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("at device removal, the physician does not know where one of the devices is"). The patient was treated with surgery. At the time of the report, the device dislocation had not resolved and the complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and device dislocation with essure. The reporter commented: the physician implanted essure on (B)(6) 2009. Only one device was removed because he does not know where the other device is. The patient requested a CT scan on (B)(6) 2019 to try to find it but he refused to do so. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('at device removal, the physician does not know where one of the devices is') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("at device removal, the physician does not know where one of the devices is"). The patient was treated with surgery. At the time of the report, the device dislocation had not resolved and the complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and device dislocation with essure. The reporter commented: the physician implanted essure on (B)(6) 2009. Only one device was removed because he does not know where the other device is. The patient requested a CT scan on (B)(6) 2019 to try to find it but he refused to do so. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.